Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found no fault with the computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system sometimes gets stuck on application menu displaying only a blue screen in both monitors. Restarting the system normally solves the problem. No patient was present.